Event description:
It was reported that the right ventricular lead pacing impedance has been steadily increasing during the last fourteen months, and the threshold has also increased. The lead is being evaluated for revision and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 6996 implantable tachy lead (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2004. (B)(4).